Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the three valved trocars from the same pack did not seal and leaked during a procedure. No patient harm was reported. The product samples were retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Three opened cannula/hub assemblies were received in a plastic bag for the report of leaking trocars. The returned samples were visually inspected per facility procedure. Two samples were conforming and one sample was found to be non-conforming with and open valve. The conforming trocars were then functionally tested for leaking per facility procedure and they were found conforming. A review of the related device history records for the possible lot numbers indicated that the product was processed and released according to the product¿s acceptance criteria. This complaint evaluation was not able to determine the root cause of the identified valve condition. Possible root causes for the nonconforming condition include valve manufacturing controls, valve handling during assembly and handling in use. The exact root cause for this complaint was unknown. An investigation has been opened in order to improve performance of the valves. The manufacturer internal reference number is: (B)(4).